Event description:
It was reported that the cassette was locked but not latched. Evaluation of the returned device revealed a broken downstream occlusion sensor and faulty flex sensor. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was broken and damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The air sensor was also observed to be broken. Functional testing revealed the device was not detecting an attached cassette due to a faulty flex sensor circuit. The flex sensor, dso seal and air detector were all replaced.